Event description:
It was reported that during a low anterior resection procedure, the anastomosis failed. The staple line was incomplete. The patient had a colostomy. No other information is currently available. The device was discarded.

Manufacturer narrative:
Date sent: 06/02/2009. Information is unavailable; device was not returned for evaluation.